Event description:
It was reported that the surgeon was attempting to lock on a t2 screw to the locking screwdriver and it would not lock on. Upon examining the tip of the screwdriver, it was noticed that the tip had broken off. The case was finished successfully using the regular screwdriver.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: evaluation revealed the screwdriver to be the primary product. No associated products were reported. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for more than 2.5 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The breakage surface shows the typically structure of a brittle fracture, due to a bending overload. To prevent bending the screwdriver is laser-marked with the printing "do not lever". Furthermore it is recommended that the screwdriver shall be treated with an appropriate instrument spray after every usage. A process change was performed in 2008. The wch coating was removed to prevent breakages of the moveable blade. The returned screwdriver manufacturing date post-dates the process change. However, no material, design or manufacturing related issues were found; therefore the breakage was caused by an insufficient handling. No discrepancies were detected during risk analysis review. The returned screwdriver was manufactured by a supplier. The charge (B)(4) included in sum 800 items and was distributed and inspected successfully in a period of 2010 to 2011.

Event description:
It was reported that the surgeon was attempting to lock on a t2 screw to the locking screwdriver and it would not lock on. Upon examining the tip of the screwdriver, it was noticed that the tip had broken off. The case was finished successfully using the regular screwdriver.